Event description:
Reference MDR #1219856-2009-00288 for the first event and MDR #1219856-2009-00289 for the second event involving the same pt. It was reported that the pt was "having a heart attack" and was headed for open heart surgery. The third iab was prepped per instruction. The md inserted the second sheath into the pt's left femoral artery. While under fluoroscopy the iab was inserted into the sheath. The md found that the distal tip was at the 7 - 8 intercostal space when the iab "stops" at the sideport tubing. As a result, the md removed the sheath and iab as one unit and did not insert another iab into this pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.